Event description:
Customer reported via phone, she was hospitalized due to low blood glucose of 37 mg/dl. Customer didn't recall anything that may have led to the hospitalization. Customer is not sure what may have caused her blood glucose to lower. No troubleshooting was performed on the insulin pump. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.